Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they fell from the bed and there was no device issue. Patient asked for an appointment with the neurologist and got an appointment three weeks later, further stating that they had a diagnostic check out and did not seem that anything was malfunctioning. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2016 is an estimate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient reported that they had a lot of problems with their device, further clarifying that they were ok with the therapy for three years but then in (B)(6) 2016, the therapy was not helping as much, patient was running off so often, had dyskinesia and has to take medication (carbidopa levodopa) every two hours. Patient was on program a during this time and once patient was changed to program b, the therapy worked fine for them. Patient stated that they were currently on program b. Patient stated that program b had been working fine for them. Patient stated that they fell and hit their dead recently and was able to function normally, but had some writing off every two hours and wanted to know if the fall affected their device. It was recommended for patient to follow up with the health care professional (hcp) to discuss symptoms and have the device checked. No further patient complications were reported/ anticipated as a result of this eve.